Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the ventilator and confirmed the reported problem of the customer. To resolve the issue, service technician replaced the o2 blender and flow sensor. The unit passed all test and runs according to manufacturer's specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the revel has low flow on delivery. The customer confirmed that there is no patient involvement associated with this reported event.